Manufacturer narrative:
(B)(6).

Event description:
It was reported that during a hip scope procedure, the face of the wand was dislodged. An x-ray was used to locate the metal plate and was removed from the joint. The plate then become lost in the extra articular soft tissue; therefore; it was left inside the patient. The procedure was successfully completed without significant delay using a back-up device. No patient injury or other complications were reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.

Manufacturer narrative:
H10. H3, h6: the device, used in treatment, was not returned for evaluation. A relationship between the reported event and the device could not be established. A review of the device history records for the reported lot number showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended. Medical/ clinical investigation concluded that based on the limited information provided, technique could be a contributing factor to the reported tip breakage. The instructions for use does caution against use of device to move and/or lever tissue due to possible breakage and/or early failure. The retained foreign body is biocompatible during short-term contact; however, the exact location could not be confirmed, and therefore, possible migration and/or local irritation/discomfort could not be ruled out as a possible patient impact, along with the additional radiographic exposure. No further medical assessment can be rendered at this time. Without the reported product a visual inspection and functional evaluation cannot be performed and customer´s complaint cannot be confirmed. Potential factors unrelated to the design or manufacture of the device that may lead to broken tip include, but are not limited to: (1) rate of ablation (2) power settings (3) prolonged use against dense or bony surfaces (4) suction rate and fluid management there are no indications to suggest that the device/product did not meet specifications upon release into distribution.